Event description:
According to the initial reporter: on (B)(6) 2023 the patient underwent an endovascular retrieval of possible zilver vena which was placed in the iliac vein on a previous undetermined date and subsequently migrated to the patient's heart. Additional information provided states: the original procedure was done on (B)(6) 2023 by (attending) and (surgical resident). They [medical staff] placed a 14 x 60 and a 14 x 40 zilver vena stent. They [medical staff] did not use ivus to size and ¿eyeballed¿ it at approx. 20% oversize. The patient came in for a completely different procedure in (B)(6) 2023 and the 14x40 zilver vena was spotted in her heart. Nothing was done at that time. (B)(6) 2023 patient presents with chest pains. Vascular and cardiac surgery used an endo approach to try and remove it, however failed and had to open her. The patient expired of complications of that procedure (B)(6) 2023. It was reported that the stent is not available for return.